Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The display unit was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 2/6/18 phone call, 2/7/18 phone call, 2/18/18 phone call.

Event description:
The hospital reported the unit lost power during a case. There was no reported patient injury.